Manufacturer narrative:
Evaluation summary: the analysis showed that the atw45 device was received with the anvil crimp insufficient and with the anvil protruding from the tube, in addition the articulation mechanism damaged. The device was received with no cartridge present. The anvil was manually reinserted into the device and was tested for functionality with a test cartridge on 2 articulated positions; when fired to the center, the staple formation was conforming, however, when fire in the left position, the staples were malformed due to the damage articulation mechanism, it could not be tested in the right position. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken.

Event description:
It was reported that during an unk procedure, the device did not function. There was no pt consequence noted.